Manufacturer narrative:
(B)(4) date sent: 1/9/2025 b3: unknown, assumed first day of month that complaint was reported d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure, device does not close properly, requiring excessive force to do it. Procedure delayed 30 minutes. Procedure completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025 d4: batch # 391c05 this is an analysis of a photo and a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a portion of the device from the jaw area with a clip partially closed. The video shows a clip loaded on the jaws of the device and the jaws are closed, however, the clip is not closed completely since appear to be that one of the jaws is misaligned. Based on the photo and video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.